Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a broken keypad. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no findings that could have caused or contributed to the reported issue. The reported problem 'broken keypad' was confirmed during evaluation. The following keys are inoperable: #8, and #9 key caused by a failed keypad. The front case assemble was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.